Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that unspecified error occurred. A field service engineer reimaged the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had error message. The customer reported that error message did not allow nurses to pull medications. There were no adverse events or injuries reported based on this event.